Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to site to test the equipment. Representative reported that the hv tank had an open diode. High voltage tank was replaced and calibrations were performed. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The suspect tank has been received by manufacturer for evaluation. The reported issue was confirmed as the tank failed bench test. The resistance between filament coils failed as it measured 5 ohms but the expected was 4.5 ohms and resistance between the small filament coil was 5.1 ohms but the expected was 4.5 ohms. High voltage tank failed visual inspection as the oil was seen leaking from tank. All other measured values passed.

Event description:
A medtronic representative reported that during planned maintenance (pm), that the ma readings could not be obtained from high voltage tank. There was no patient present at the time of the issue.